Event description:
It was reported the pt had his spectra penile prosthesis removed "approx two years ago" due to cylinder erosion into the urethra. No add'l pt complications were reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.